Event description:
It was reported that the user experienced recurrent low glucose readings despite consuming oral carbohydrates, with fingerstick glucose at 70 mg/dl and the ilet reading 64 mg/dl, while the user perceived the glucose trend as not rising and questioned the algorithm¿s accuracy. Symptoms included hypoglycemia. Outcomes included user-initiated treatment with oral glucose sources. Investigation included troubleshooting and education regarding meal boluses and target settings, and escalation to the clinical team for review. Investigation of this case revealed an unclear cause for hypoglycemia, with no confirmed device malfunction identified at the time of the report. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.